Manufacturer narrative:
E2015 coded: proposed second level coding - protrusion to capture incidents of a device being visible under the skin.

Event description:
It was reported that the patient's lead was protruding in their neck. The patient is noted to be currently admitted to the hospital. The patient underwent a lead revision. The lead was secured in the neck as a result. Later, it was reported that the patient's generator and lead were both explanted due to the neck wound swelling. Device evaluation is not necessary because the reported event has been determined to not be related to the functionality of the device. The suspect product has not been received to date. No corrective action is needed as there is no new harm or risk established for the patient or user. No other relevant information has been received to date.

Event description:
Later, a response was received from the surgeon regarding the manufacturer's follow-up questions. The cause of the lead protrusion was related to the patient's physiology. They were noted to have a low bmi due to poor nutrition- which resulted in suboptimal healing. It was noted that the cause of edema was related to patient manipulating the incision. The lead revision was indicated to be for patient comfort only. It was reported that the patient did experience an infection, this resulted in hospital admission. No other relevant information has been received to date.